Event description:
A consumer reported that he was very dissatisfied with the outcome following intraocular lens (iol) implant surgery. He reported that the material of the iol feels like glass and creates "a lot of reflection" that makes it difficult to see in the sun. The consumer did not provide contact information for the implanting surgeon; therefore, no follow up could be conducted.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Insufficient information was provided from the reporter for further investigation. (B)(4).